Manufacturer narrative:
The reported event could not be confirmed. A potential root cause for this failure could be "bent tooth on clamp". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the statlock's sticky pad became disconnected from the device, and that the clamp continued to pop open. The product was in use for 2 to 3 days. Per additional information from the ibc via email 30mar2020, the complaint confirmed that a 2 way foley was in use with the statlock but did not explain which brand.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the statlock's sticky pad became disconnected from the device, and that the clamp continued to pop open. The product was in use for 2 to 3 days. Per additional information from the ibc via email 30mar2020, the complaint confirmed that a 2 way foley was in use with the statlock but did not explain which brand.